Manufacturer narrative:
The customer's meter (caah126-b4220) was returned and product testing did not confirm the complaint. All results were within the range specifications and no errors were observed during control solution testing. Only the reading of 421 mg/dl is present in the meter's memory log.

Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor. Customer reported receiving readings of 421 mg/dl and 77 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.